Event description:
A 4.0mm diameter x 18mm length ave gfx stent was inserted into the ostial cirucmflex coronary artery after predilation with a 3.5mm diameter ptca balloon. It was not possible to cross the target lesion due to tortuosity and problable inadequate predilation, therefore, the stent and delivery system were pulled back from the coronary artery. Upon removal, the stent dislodged from the stent delivery system. The physician followed the instructions for removal of an undeployed stent, however, the instructions for use were not followed for predilation of the target lesion 1:1. The stent remains within the pt's popliteal artery. There was no add'l clinical sequelae reported relative to the event and no further info is available from the user facility.